Event description:
Event description boston scientific, crm received information that this pacemaker was explanted in january, 2004. Per the patient's daughter this device was explanted as it was defective. The device is part of the hermetic sealing advisory population as described in the physician communication on january 21, 2006. Another pacemaker was implanted during the procedure. No adverse patient effects were reported.